Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces noted. The device also had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error alarm. Customer was attempting to reconnect to the device after a shower when the alarm occurred. Customer's blood glucose was 199 mg/dl. Customer's mother didn't recall any significant event which may have caused the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.